Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of high pacing threshold could be verified. Electrical measurements were found normal. The suture sleeve was damaged in the field due to excessive force when trying to suture the suture sleeve. The optim insulation was damaged due to electrocautery from connector pin.

Event description:
It was reported that the ICD system was replaced due o high pacing threshold. Impedance and sensing measurements normal. During lead extraction, it was observed that the suture sleeve was ruptured, possibly due to too tight suture tie. It looked like the suture tie also penetrated the lead insulation. There was no complaint against the lead.